Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit displayed a motor error code. It was further reported that the unit delivered high pressure.